Manufacturer narrative:
Device received with cracked case behind the pump near the battery tube compartment and broken battery tube threads. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that their insulin pump was damaged and now would not work. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they dropped the insulin pump and the part that holds the battery broke off. Customer reported no physical damage to the retainer ring. The insulin pump will be returned for analysis.